Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump wake button was not working. After the pump was plugged into a power source, the display came on; however, the pump features were not accessible. Blood glucose (bg) was 398 mg/dl and elevated to 568 mg/dl. The customer was hospitalized. The customer reported the cause of the elevated bg was due to the wake button issue and an infection at the infusion set site. The customer was administered antibiotics. The infection and elevated bg was resolved. The customer had not been discharged at the time of the report. Reportedly, the customer reverted to using manual injections for insulin therapy. Upon follow-up, the customer was reported to have been discharged on (B)(6) 2018.